Manufacturer narrative:
Concomitant products: 694958 lead implanted: (B)(6) 2007; 1056t lead implanted: (B)(6) 2007.

Event description:
It was reported that there was noise on the right atrial (ra) lead electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.